Event description:
It was reported that the lead was explanted due to noise on the egm and inappropriate therapy. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was explanted due to noise on the egm and inappropriate therapy. No patient complications were reported as a result of this event. Additional information was received in a lawsuit reporting that the patient 'experienced a series of shocks from the defective defibrillator lead which culminated in him suffering a myocardial infarction'. It was also alleged that the lead was 'unreasonably dangerous and defective' and that the patient has suffered personal injury as a result of the defective lead, and has suffered 'permanent and continuing damage as a result of the defective lead'.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: lfj018312v distal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead returned and analyzed.